Manufacturer narrative:
Device manufacture date: electrode belt - 12/2006.

Event description:
A male patient contacted lifecor customer support to report that he unscrewed the electrode belt from the monitor and could not get it to screw back in correctly. He stated that he was curious to see what it looked like. Support advised the patient to never remove the electrode belt from the system in the future. After examining the electrode belt, he stated that one of the pins were bent in the connector. Support sent the patient a replacement electrode belt.